Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. The conductor wire on the grips was found to be broken as result of the grip breakage. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during central processing procedure, the force bipolar instrument's tip got damaged in decontamination area. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed allegation that the tip was observed damaged during central processing. Damage was located at distal end. Customer thinks it likely got damaged when washed. No report of missing or detached material from portion that enters into the patient's body. No allegations of unclamping failures while instrument gripping tissue. No issues related to non-intuitive or uncontrolled motion.